Event description:
The activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2021 and the patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On (B)(6) 2021, a device evaluation was completed by kci quality engineering. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
MDR-3009897021-2021-00128 submitted on 25-may-2021 noted the following: b5 describe event or problem: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2021 and the patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system. B5 describe event or problem: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2021 and the patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged gray tissue is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged gray tissue is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if and what type of medical or surgical intervention was required to resolve the alleged discoloration. The nurse could not determine if the grey wound color was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 28-apr-2021, the following information was provided to kci by the patient's family member: on (B)(6) 2021, the patient's wound allegedly appeared gray and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed. The activ.a.c.¿ ion progress¿ remote therapy monitoring system reportedly might be re-applied pending the wound care nurse's assessment. On 03-may-2021, the following information was reported to kci by the nurse: on (B)(6) 2021, the v.a.c.® dressing was removed, and the wound site was allegedly grey in color. The nurse left the dressing off and placed on alternate dressing pending re-evaluation. The nurse could not determine if the grey wound color was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. No additional information was provided. Records review noted the following: on 21-apr-2021, the following information was reported to kci by the patient's daughter regarding a activ.a.c.¿ ion progress¿ remote therapy monitoring system break in signal on (B)(6) 2021. The patient was out of town and did not realize the wound vac was off. The would vac is reportedly being used to her heel as of 3 weeks ago because the heel turned black [...the physician cleaned the wound prior to applying the vac. The patient underwent surgery last tuesday ((B)(6) 2021) to close the toe wound and staples were removed from the toe at the wound care center yesterday ((B)(6) 2021). The activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2021 and the patient continued to use the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.